Event description:
T was reported that two of extension sets were leaking while in use with the patient. The location of the leak was not specified. No doses were missed. This is a continuous infusion. There was no patient injury. Additional information (patient identifiers) were provided by the distributor.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.